Event description:
It was reported that patients implantable pulse generator (ipg) had flipped causing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was removed or added.